Event description:
Boston scientific received information that this pacemaker exhibited right ventricular loss of capture at high outputs. A lead revision procedure was planned. During the procedure, the right ventricular lead was tested through a pacing system analyzer and acceptable measurements were observed. There was a concern the loss of capture was due to an anomaly with the device header. This device was explanted and a new device was successfully implanted. No adverse patient effects were reported.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available, this report will be updated.